Manufacturer narrative:
(B)(4). Investigation summary: this is an mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). As per investigation completed by manufacturing, translated from (B)(6) to english by google translate: "during the documentary review quality events weren¿t found during product manufacturing, the batch was inspected and later released in accordance with the valid work instruction, also, neither physical samples nor photographs were received from the customer to the evaluation of the reported defect."

Event description:
It was reported that the syringe 1ml 27ga 1/2in p cust experienced a plunger that was loose/fell out/separated. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: syringe with its plunger not attached to the rubber.